Manufacturer narrative:
Na

Event description:
Complainant alleged that during a routine shift check by a clinician the device intermittently powers up and shuts down while plugged in to a/c outlet. The complainant indicated in the reported failure.